Manufacturer narrative:
The lot number was provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. There were two deviations identified associated with the reported lot, however, they were not found to be a contributing factor for the reported event. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an eye care professional (ecp) on (B)(6) 2016, a patient experienced an unpleasant feeling in both eyes (ou) immediately after insertion of the lens. It was reported that the cornea was opened; the patient had no issue with lens from a different pack of lenses. Additional information received on 07/07/2016 indicated the patient developed significant corneal erosion (location and severity unknown) in ou. No further information was provided and has been requested.